Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer stated that they removed the sensor and discovered that the cannula was missing from the sensor. The customer's blood glucose was 120 mg/dl at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.